Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery change. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they received multiple battery out limit alarm. The customer also stated that the insulin pump was turning off and giving message of off no power. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.